Event description:
Suture fraying: international affiliate reports that suture split/frayed during an unspecified surgical procedure. There are no reported adverse consequences to the pt related to this event. Ethicon inc's internal control number is: 980261-00.